Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
On 27dec2018, it was reported the patient continued to have pump stoppages on batteries post driveline repair. Log file analysis confirmed the pump stoppage and low speed operation while the device was connected to battery power. The patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline wire damage that would have contributed to the reported pump stop events. The evaluation of the device also revealed a red tissue-like, non-adhered deposition in the body of the rotor. The submitted log files captured a pump stop events. These events corresponded with low speed and low flow hazards alarms. The pump stops event occurred while the patient was supported by batteries. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The device was returned assembled with the driveline (dl) severed at approximately 1.5¿ from the pump housing. An approximately 2¿ segment, 11.5¿ segment and the remaining 14¿ segment of the distal portion of the dl was also returned. An approximately 18¿ segment of driveline from a previous repair was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. Examination of the dl approximately between 16¿ to metal connector noted that rescue tape was present throughout the whole segment. Upon removal of the rescue tape, the distal driveline repair, performed on (B)(6) 2018, was noted to be present and intact. The remaining segments of the dl did not reveal any damage. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from each dl segment in order to evaluate the underlying wires. Visual examination of the 11.5¿ segment of the dl revealed a breach to the insulation of the black and green wires at approximately 6.5¿. A breach to the insulation of the black and green wires were also observed at approximately 8¿. Lastly, a breach in the green and yellow wires were observed at approximately 10¿. The remaining segments of the dl did not reveal any damage. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The green and yellow wires redundantly supports motor phase 1, while the black wire redundantly supports motor phase 2. The reported pump stoppage could have been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on battery power as recorded in the submitted system controller log file or on a tethered power source (such as the power module) using a grounded or ungrounded patient cable. The system also had the potential for an electrical short to ground, during which an interruption in pump function could result if the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source using a grounded patient cable. The hmii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document addresses all system controller alarms and how to respond to such events. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. Both of these documents also contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both the IFU and patient handbook explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 9 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported there were pump stoppages while the device was on battery power. The patient recalls hearing an alarm but was asymptomatic following the pump stoppages. The patient stated they never use the power module and always use batteries. Log file analysis confirmed the pump stoppages on battery power were due to a phase to phase short. X-rays showed an area of concern on the external portion of the driveline but the internal portion was unremarkable. On (B)(6) 2018, a percutaneous lead (driveline) repair was performed and the maximum external length of the driveline was replaced. After the repair, it was reported that further pump stoppages were unable to be reproduced with upper body movement. No additional information was provided.